Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) multirate infusors leaked. The event was further described as; during priming, pump was leaking through dialer key. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation with no fluid in the bladder. Functional testing was performed by filling the bladder with water. After fill, a leak was observed coming out at the multirate control module dialer of the two units. The reported condition was verified. The cause of the condition may potentially be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.